Event description:
Patient has a hemovac attached to his right knee surgical site. Tube noted to be dislodged from proximal cylinder after patient ambulated to bathroom of approximate 20 feet. Patient temperature is currently 98.1 and aware of risk for infection and to call md or nurse in the event of significant temperature or associated redness around knee area from this current time. Dr notified without further orders. Pt is currently on IV vancomycin and will be on long term antibiotics for current right infected knee.